Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue and continued to use the pump for insulin therapy. There was no reported impact to the customer¿s blood glucose level.